Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy/coverage due to high impedances on one of the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2026 wherein the lead was explanted and replaced addressing the issue. During the procedure the physician inadvertently pulled the other lead and was unable to reposition it back. Hence, the second lead was also replaced to address the issue. Reportedly, effective therapy was restored post op. Investigation was unable to determine which of the leads had high impedances.